Manufacturer narrative:
We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is a main board failure; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: UDI and g4: 510k are unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited an alarm however did not display on the pump. The cassette was changed, and the pump was running but did not make the noise of starting the flow. Remodulin was being infused.